Event description:
"The user was born in 1928 and has dementia. When she was out walking, she become angry and frustrated when the walker got stuck in a snowdrift. Front fork on the right side came off.

Manufacturer narrative:
The futura is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. The alleged incident occured in (B)(6).